Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was an active person. In 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), groin pain ("constant pain in groin"), pain in extremity ("pain in thighs"), back pain ("pain in lower back"), burning sensation ("burning sensation inside when I walk"), abdominal distension ("swollen abdomen"), memory impairment ("memory issues"), alopecia ("hair loss"), functional gastrointestinal disorder ("bowel issues"), loss of consciousness ("passing out (due to bowel issues) / collapse a lote (due to menstrual pain)/ passed out twice"), menorrhagia ("huge clots w hen I'm my period and pain"), dysmenorrhoea ("huge clots w hen I'm my period and pain") and dyspareunia ("sex is now extremely painful"). The patient was treated with being mostly bed bound w ith hot water bottles in the abdomen. Essure treatment was not changed. At the time of the report, the abdominal pain, groin pain, pain in extremity, back pain, burning sensation, abdominal distension, memory impairment, alopecia, functional gastrointestinal disorder, loss of consciousness, menorrhagia, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, functional gastrointestinal disorder, groin pain, loss of consciousness, memory impairment, menorrhagia and pain in extremity to be related to essure. The reporter commented: that she wants the device removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen') in a female patient who had essure (batch no. He011x6) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was an active person. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), groin pain ("constant pain in groin"), pain in extremity ("pain in thighs"), back pain ("pain in lower back"), burning sensation ("burning sensation inside when I walk"), abdominal distension ("swollen abdomen"), memory impairment ("memory issues"), alopecia ("hair loss"), functional gastrointestinal disorder ("bowel issues"), loss of consciousness ("passing out (due to bowel issues) / collapse a lote (due to menstrual pain)/ passed out twice"), heavy menstrual bleeding ("huge clots w hen I'm my period and pain"), dysmenorrhoea ("huge clots w hen I'm my period and pain") and dyspareunia ("sex is now extremely painful"). The patient was treated with being mostly bed bound w ith hot water bottles on the abdomen. Essure treatment was not changed. At the time of the report, the abdominal pain, groin pain, pain in extremity, back pain, burning sensation, abdominal distension, memory impairment, alopecia, functional gastrointestinal disorder, loss of consciousness, heavy menstrual bleeding, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, functional gastrointestinal disorder, groin pain, heavy menstrual bleeding, loss of consciousness, memory impairment and pain in extremity to be related to essure. The reporter commented: that she wants the device removal. Lot number: he011x6, manufacture date: 2016-03, and expiration date: 2019-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 26-may-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain in abdomen") in an adult female patient who had essure inserted (lot no. He011x6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibromyalgia, endometrial ablation (medical records from (B)(6) 2017: endometrium curetted, dilation of cervix with hegar dilators to size 8. Novasure endometrial ablation: cavity check and seal confirmed; treatment for 2 minutes. Hysteroscopy post ablation: good treatment of anterior and posterior uterine walls up to ostia. Post-operative management: home same day. No follow up required.), maculopapular rash (35yo female presenting to ed with rash over r leg hpc: - 2/7 ago noticed two rashes on her left leg. Initially was maculopapular and itchy. Took chloramphenamine to control itch. - rashes are located on medial calf and lateral aspect of thigh of left leg. Currently rashes are erythematous and non-blanching. No longer itchy. - reports being bitten by insect where thigh rash is 2 weeks ago. - was at a festival this weekend. - systemically well in herself, no fevers or temperatures - sore throat, however reports this has been longstanding - no neck pain/stiffness, no photophobia pmhx: - grave's disease o/e: - two rashes located on medial aspect of l calf and lateral aspect of thigh of l leg - calf rash non-blanching - no rashes elsewhere plan: - d/w ed cons- meningitis ruled out, likely allergic reaction to insect bite or grass. - home. - advise chloramphenamine if itchy - to return if systemically unwell), rash on leg (medical records from (B)(6) 2017:35yo female presenting to ed with rash over r leg), sore throat (medical records from (B)(6) 2017: however reports this has been longstanding), previous caesarean section (medical records from (B)(6) 2017), graves' disease (medical records from (B)(6) 2017), heavy periods (medical records from (B)(6) 2016: last period: (B)(6) 2016, indication: day of cycle: 9 , heavy periods which are getting worse with clots has tried tranexamic acid, mefanamic acid andmirena coils for 3 years. Blood loss to be about 200 ml per cycle with large blood clots. Medical records from (B)(6) 2017:patient in hysteroscopy clinic today. Patient gives a 3-year history of worsening periods and wishes to proceed with an endometrial ablation. Patient had a mirena in for 3 years and bled daily and found the hormonal side effects awful. In addition to this patient has also requested to be sterilized.), parity 2 (medical records from (B)(6) 2016: last period: (B)(6) 2016), gravida ii (medical records from (B)(6) 2016: last period: (B)(6) 2016), chronic back pain (medical records from (B)(6) 2015), temporomandibular joint dysfunction (medical records from (B)(6) 2015: patient regards to her right-sided temporomandibular joint dysfunction. Patient reports that this has been on-going for the past 5 years following of her third molar teeth. Patient complains pain, clicking and restricted jaw movements that are aggravated by cold weather, yawning and opening wide.), right otitis externa (medical records from (B)(6) 2013 : reason for referral: patient with an inflammatory polyp right external canal. Recent treatment for otitis externa but ongoing inflammation and some bleeding.) And unwanted pregnancy (medical records from (B)(6) 2009. Procedure details: stop + miso + mirena ius. Investigations: rhesus positive ,follow up: please check mirena threads in 6 weeks). She was an active person. Previously administered products included: chlorphenamine for control itch and mirena and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced procedural pain ("in 2017, patient underwent an essure hysterescopic sterilization, which patient found very painful"). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), groin pain ("constant pain in groin"), pain in extremity ("pain in thighs"), back pain ("pain in lower back/ low backaches"), burning sensation ("burning sensation inside when I walk/feeling of pulling and burning sensation/intermittent burning"), abdominal distension ("swollen abdomen"), memory impairment ("memory issues"), alopecia ("hair loss"), functional gastrointestinal disorder ("bowel issues"), loss of consciousness ("passing out (due to bowel issues) / collapse a lote (due to menstrual pain)/ passed out twice"), heavy menstrual bleeding ("huge clots w hen I'm my period and pain/ very heavy periods with the passage of lots"), dysmenorrhoea ("huge clots w hen I'm my period and pain"), dyspareunia ("sex is now extremely painful/ painful intercourse/ dyspareunia"), irritable bowel syndrome ("irritable bowel syndrome (ibs)"), cramp in lower abdomen ("constant cramps"), genital haemorrhage ("heavy irregular bleeding"), abdominal tenderness ("on examination patient has diffuse lower abdominal tenderness."), iliac fossa pain ("patient has a pulling sensation in both iliac fossa"), pelvic pain ("complains of pelvic pain"), adenomyosis ("there is possible adenomyosis") and haemorrhagic ovarian cyst ("ovary contained haemorrhagic corpus luteum") and was found to have blood pressure increased ("patient has no long standing history of hypertension but attributes her blood pressure following the insertion of her intrauterine device for contraceptive about three years ago."). The patient was treated with tramadol and candesartan as well as non-drug therapy (being mostly bed bound with hot water bottles on the abdomen/ total laparoscopic hysterectomy and r). At the time of the report, the abdominal pain, groin pain, pain in extremity, back pain, burning sensation, abdominal distension, memory impairment, alopecia, functional gastrointestinal disorder, loss of consciousness, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, cramp in lower abdomen, genital haemorrhage, abdominal tenderness, iliac fossa pain and pelvic pain had not resolved. The outcomes for irritable bowel syndrome, blood pressure increased, procedural pain, adenomyosis and haemorrhagic ovarian cyst were unknown. The reporter considered abdominal distension, abdominal pain, cramp in lower abdomen, iliac fossa pain, abdominal tenderness, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, functional gastrointestinal disorder, genital haemorrhage, groin pain, heavy menstrual bleeding, irritable bowel syndrome, loss of consciousness, memory impairment, pain in extremity, pelvic pain and procedural pain to be related to essure administration but saw no causal relationship between blood pressure increased and essure. No causality assessment was received for essure with regard to adenomyosis or haemorrhagic ovarian cyst. The reporter commented: that she wants the device removal. Contradictory information: in this cycle, patient had essure hysterescopic sterilization on (B)(6) 2017 but in the previous one the patient had essure inserted on (B)(6) 2017. Patient would like to proceed with a laparoscopic hysterectomy and conservation of her ovaries plan: for repeat urinary metanephrines and review in four to six months (medical records from (B)(6) 2021) procedures: bilateral salpingectomy, endoscopic division of adhesion of peritoneum laparoscopic approach to abdominal cavity, total abdominal hysterectomy date of the procedure: (B)(6) 2017 indication: to perform hysteroscopic sterilization and assess cavity for novasure ablation. Procedure: diagnostic hystrescopy date of the procedure: (B)(6) 2021 procedure: total laparoscopic hysterectomy and removal of both fallopian tubes (conservation of ovaries) intended benefits: to stop periods and remove essure implants. Clinical summary: there were no surgical complications. The ovaries look normal and remain in situ. Both tubes were removed intact and essure inserts were clearly palpable in each. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): gross appearance pot label contains patient information, uterus, bilateral tubes, plus cervix the pot contains a uterus with attached cervix and two attached fallopian tubes. The uterus and cervix measure 90mm x 70mm x 30mm. The left fallopian tube measures 60mm x 10mm. The right fallopian tube measures 70mm x 12mm. Essure implants are present in both fallopian tubes. The endometrium measures 2mm, myometrium measures 18mm. There is possible adenomyosis. [Hysteroscopy] (dates unknown): anteverted uterus, uterine cavity normal thickened endometrium uterine cavity length 4.5 cm. Uterine cavity width 4.6 cm., hydrodialation of cervix with hysteroscope. Ostia identified. Thickened endometrium., findings: tubal ostia: left side- clearly visualized- essure implants 5 coils right side- clearly visualized- essure implant 3 coils normal endometrial cavity and essure sterilization performed., operation: total laparoscopic hysterectomy + bilateral salpingectomy + adhesiolysis with ovarian conservation indication: menorrhagia and pelvic pain on a background of essure and novasure findings: vulva: normal vagina: normal cervix: normal uterus: anteverted, normal size, mobile right adnexum: normal tube and ovary left adnexum: normal tube. Ovary contained haemorrhagic corpus luteum other findings: omental adhesion to anterior abdominal wall (likely secondary to 2 previous c-sections). Bladder adherent to lower uterine segment (at site of previous c-sections). Normal liver and gallbladder. Both fallopian tubes intact with essure correctly sited and palpable once specimen removed. And result of patient¿s pathology. This shows that your womb, fallopian tubes and cervix were all normal. There was an essure implant present in each of your fallopian tubes and these have obviously been removed in their entirely. [Microscopy] (date unknown): the fallopian tubes are normal, with no evidence of serous tubal intraepithelial carcinoma or malignancy. (Bilateral essure implants were identified macroscopically). The endometrium is in the secretory phase. There is no hyperplasia, atypia or malignancy. The myometrium is normal. The cervix is normal. Conclusion uterus and both fallopian tubes: - no histological abnormality. [Ultrasound scan vagina] (date unknown): normal findings. No intervention, continue with trying conservative options of tranexamic acid, mirena or jaydess coil. Patient does not want any conservative treatment, does not want any more children. Patient referred for hysteroscopy. [Urinary system x-ray] (date unknown): no structural abnormality noted. Bladder was not distended if there is clinical concern repeat scan is suggested with full bladder. Lot number: he011x6. Manufacture date:2016-03. Expiration date: 2019-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-may-2022: patient's initials updated from jp to jap, action take with drug updated from dose not changed to drug withdrawn, device removal updated from no/unknown/not reported to yes, annex f reporter contact information, patient's race information, patient's other relevant history, lab data, essure's reported indication, treatment drug (tramadol), new adverse events (irritable bowel syndrome,blood pressure increased, lower abdominal cramping, irregular genital bleeding, lower abdominal tenderness, procedural pain, bilateral iliac fossa pain,pelvic pain female, adenomyosis, haemorrhagic ovarian cyst ), imdrf annex f f1903 added and start date for essure changed from (B)(6) 2017 to (B)(6) 2017. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 26-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen') in a female patient who had essure (batch no. He011x6) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was an active person. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), groin pain ("constant pain in groin"), pain in extremity ("pain in thighs"), back pain ("pain in lower back"), burning sensation ("burning sensation inside when I walk"), abdominal distension ("swollen abdomen"), memory impairment ("memory issues"), alopecia ("hair loss"), functional gastrointestinal disorder ("bowel issues"), loss of consciousness ("passing out (due to bowel issues) / collapse a lote (due to menstrual pain)/ passed out twice"), heavy menstrual bleeding ("huge clots w hen I'm my period and pain"), dysmenorrhoea ("huge clots w hen I'm my period and pain") and dyspareunia ("sex is now extremely painful"). The patient was treated with being mostly bed bound w ith hot water bottles on the abdomen. Essure treatment was not changed. At the time of the report, the abdominal pain, groin pain, pain in extremity, back pain, burning sensation, abdominal distension, memory impairment, alopecia, functional gastrointestinal disorder, loss of consciousness, heavy menstrual bleeding, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, functional gastrointestinal disorder, groin pain, heavy menstrual bleeding, loss of consciousness, memory impairment and pain in extremity to be related to essure. The reporter commented: that she wants the device removal. Lot number: he011x6. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-jan-2022: lot number added, product insertion date updated. Case updated as potential legal case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 24-feb-2021. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain in abdomen") and heavy menstrual bleeding ("huge clots w hen I'm my period and pain/ very heavy periods with the passage of lots") in an adult female patient who had essure inserted (lot no. He011x6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of wrist injury on (B)(6) 2020, gastroesophageal reflux on (B)(6) 2017, hyperthyroidism in 2015, otitis externa nos in 2012 and irritable bowel syndrome, graves' disease, hypertension, fibromyalgia, endometrial ablation (medical records from 21sep2017: endometrium curetted, dilation of cervix with hegar dilators to size 8. Novasure endometrial ablation: cavity check and seal confirmed; treatment for 2 minutes.hysteroscopy post ablation: good treatment of anterior and posterior uterine walls up to ostia. Post-operative management: home same day. No follow up required.), maculopapular rash (35yo female presenting to ed with rash over r leg hpc: on (B)(6) ago noticed two rashes on her left leg. Initially was maculopapular and itchy. Took chloramphenamine to control itch. Rashes are located on medial calf and lateral aspect of thigh of left leg. Currently rashes are erythematous and non-blanching. No longer itchy. Reports being bitten by insect where thigh rash is 2 weeks ago. Was at a festival this weekend. Systemically well in herself, no fevers or temperatures sore throat, however reports this has been longstanding no neck pain/stiffness, no photophobia pmhx: grave's disease o/e: two rashes located on medial aspect of l calf and lateral aspect of thigh of l leg calf rash non-blanching no rashes elsewhere plan: d/w ed cons- meningitis ruled out, likely allergic reaction to insect bite or grass. Home. Advise chloramphenamine if itchy to return if systemically unwell), rash on leg (medical records from (B)(6) 2017:35yo female presenting to ed with rash over r leg), sore throat (medical records from (B)(6) 2017: however reports this has been longstanding), multiple caesarean sections (medical records from (B)(6) 2017), graves' disease (medical records from (B)(6) 2017), heavy periods (medical records from (B)(6) 2016: last period: 17aug2016, indication: day of cycle: 9 , heavy periods which are getting worse with clots has tried tranexamic acid, mefanamic acid andmirena coils for 3 years. Blood loss to be about 200 ml per cycle with large blood clots. Medical records from (B)(6) 2017:patient in hysteroscopy clinic today. Patient gives a 3-year history of worsening periods and wishes to proceed with an endometrial ablation. Patient had a mirena in for 3 years and bled daily and found the hormonal side effects awful. In addition to this patient has also requested to be sterilized.), parity 2 (medical records from (B)(6) 2016: last period: on (B)(6) 2016), gravida ii (medical records from (B)(6) 2016: last period: on (B)(6) 2016), chronic back pain (medical records from (B)(6) 2015), temporomandibular joint dysfunction (medical records from (B)(6) 2015: patient regards to her right-sided temporomandibular joint dysfunction. Patient reports that this has been on-going for the past 5 years following of her third molar teeth. Patient complains pain, clicking and restricted jaw movements that are aggravated by cold weather, yawning and opening wide.), right otitis externa (medical records from (B)(6) 2013 : reason for referral: patient with an inflammatory polyp right external canal. Recent treatment for otitis externa but ongoing inflammation and some bleeding.) And unwanted pregnancy (medical records from (B)(6) 2009. Procedure details: stop + miso + mirena ius. Investigations: rhesus positive ,follow up: please check mirena threads in 6 weeks). She was an active person. Previously administered products included: chlorphenamine for control itch and mirena and oral contraceptive nos. Concomitant products included mefenamic acid, mirena intrauterine device (levonorgestrel) and tranexamic acid. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced procedural pain ("in 2017, patient underwent an essure hysterescopic sterilization, which patient found very painful"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), groin pain ("constant pain in groin"), pain in extremity ("pain in thighs"), back pain ("pain in lower back/ low backaches"), burning sensation ("burning sensation inside when I walk/feeling of pulling and burning sensation/intermittent burning"), abdominal distension ("swollen abdomen"), memory impairment ("memory issues"), alopecia ("hair loss"), functional gastrointestinal disorder ("bowel issues"), loss of consciousness ("passing out (due to bowel issues) / collapse a lote (due to menstrual pain)/ passed out twice"), dysmenorrhoea ("huge clots w hen I'm my period and pain"), dyspareunia ("sex is now extremely painful/ painful intercourse/ dyspareunia"), irritable bowel syndrome ("irritable bowel syndrome (ibs)"), cramp in lower abdomen ("constant cramps"), genital haemorrhage ("heavy irregular bleeding"), abdominal tenderness ("on examination patient has diffuse lower abdominal tenderness."), iliac fossa pain ("patient has a pulling sensation in both iliac fossa"), pelvic pain ("complains of pelvic pain"), adenomyosis ("there is possible adenomyosis"), haemorrhagic ovarian cyst ("ovary contained haemorrhagic corpus luteum") and mental disorder ("psychological issues") and was found to have blood pressure increased ("patient has no long standing history of hypertension but attributes her blood pressure following the insertion of her intrauterine device for contraceptive about three years ago."). The patient was treated with tramadol and candesartan as well as non-drug therapy (being mostly bed bound w with hot water bottles on the abdomen/ total laparoscopic hysterectomy and r) and surgery (novasure endometrial ablation). At the time of the report, the abdominal pain, heavy menstrual bleeding, groin pain, pain in extremity, back pain, burning sensation, abdominal distension, memory impairment, alopecia, functional gastrointestinal disorder, loss of consciousness, dysmenorrhoea, dyspareunia, cramp in lower abdomen, genital haemorrhage, abdominal tenderness, iliac fossa pain and pelvic pain had not resolved. The outcomes for irritable bowel syndrome, blood pressure increased, procedural pain, adenomyosis, haemorrhagic ovarian cyst and mental disorder were unknown. The reporter considered abdominal distension, abdominal pain, cramp in lower abdomen, iliac fossa pain, abdominal tenderness, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, functional gastrointestinal disorder, genital haemorrhage, groin pain, heavy menstrual bleeding, irritable bowel syndrome, loss of consciousness, memory impairment, mental disorder, pain in extremity, pelvic pain and procedural pain to be related to essure administration but saw no causal relationship between blood pressure increased and essure. No causality assessment was received for essure with regard to adenomyosis or haemorrhagic ovarian cyst. The reporter commented: that she wants the device removal. Contradictory information: in this cycle, patient had essure hysterescopic sterilization on (B)(6) 2017 but in the previous one the patient had essure inserted on (B)(6) 2017. Patient would like to proceed with a laparoscopic hysterectomy and conservation of her ovaries plan: for repeat urinary metanephrines and review in four to six months (medical records from (B)(6) 2021) procedures: bilateral salpingectomy, endoscopic division of adhesion of peritoneum laparoscopic approach to abdominal cavity, total abdominal hysterectomy date of the procedure: on (B)(6) 2017 indication: to perform hysteroscopic sterilization and assess cavity for novasure ablation. Procedure: diagnostic hystrescopy date of the procedure: on (B)(6) 2021 procedure: total laparoscopic hysterectomy and removal of both fallopian tubes (conservation of ovaries) intended benefits: to stop periods and remove essure implants. Clinical summary: there were no surgical complications. The ovaries look normal and remain in situ. Both tubes were removed intact and essure inserts were clearly palpable in each. She does not want any more children and her partner has had a vasectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): gross appearance pot label contains patient information, uterus, bilateral tubes, plus cervix the pot contains a uterus with attached cervix and two attached fallopian tubes. The uterus and cervix measure 90mm x 70mm x 30mm. The left fallopian tube measures 60mm x 10mm. The right fallopian tube measures 70mm x 12mm. Essure implants are present in both fallopian tubes. The endometrium measures 2mm, myometrium measures 18mm. There is possible adenomyosis. [Hysteroscopy] (dates unknown): anteverted uterus, uterine cavity normal thickened endometrium uterine cavity length 4.5 cm. Uterine cavity width 4.6 cm., hydrodialation of cervix with hysteroscope. Ostia identified. Thickened endometrium., findings: tubal ostia: left side- clearly visualized- essure implants 5 coils right side- clearly visualized- essure implant 3 coils normal endometrial cavity and essure sterilization performed., operation: total laparoscopic hysterectomy + bilateral salpingectomy + adhesiolysis with ovarian conservation indication: menorrhagia and pelvic pain on a background of essure and novasure findings: vulva: normal vagina: normal cervix: normal uterus: anteverted, normal size, mobile right adnexum: normal tube and ovary left adnexum: normal tube. Ovary contained haemorrhagic corpus luteum other findings: omental adhesion to anterior abdominal wall (likely secondary to 2 previous c-sections). Bladder adherent to lower uterine segment (at site of previous c-sections). Normal liver and gallbladder. Both fallopian tubes intact with essure correctly sited and palpable once specimen removed. And result of patient¿s pathology. This shows that your womb, fallopian tubes and cervix were all normal. There was an essure implant present in each of your fallopian tubes and these have obviously been removed in their entirely. [Microscopy] (date unknown): the fallopian tubes are normal, with no evidence of serous tubal intraepithelial carcinoma or malignancy. (Bilateral essure implants were identified macroscopically). The endometrium is in the secretory phase. There is no hyperplasia, atypia or malignancy. The myometrium is normal. The cervix is normal. Conclusion uterus and both fallopian tubes: - no histological abnormality. [Ultrasound scan vagina] (date unknown): normal findings. No intervention, continue with trying conservative options of tranexamic acid, mirena or jaydess coil. Patient does not want any conservative treatment, does not want any more children. Patient referred for hysteroscopy. [Urinary system x-ray] (date unknown): no structural abnormality noted. Bladder was not distended if there is clinical concern repeat scan is suggested with full bladder. Lot number: he011x6 manufacture date:2016-03 expiration date: 2019-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New event mental disorder added & heavy menstrual bleeding added. Medical history & concomitant drugs are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (mhra, reference number: (B)(4). On 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was an active person. In 2017, the patient had essure inserted. On an unknown date. The patient experienced abdominal pain seriousness criterion medically significant, groin pain constant pain in groin, pain in extremity pain in thighs, back pain in lower back, burning sensation burning sensation inside when I walk, abdominal distension swollen abdomen, memory impairment memory issues, alopecia hair loss, functional gastrointestinal disorder bowel issues, loss of consciousness passing out due to bowel issues collapse a lote due to menstrual pain passed out twice, menorrhagia huge clots w hen I'm my period and pain, dysmenorrhoea huge clots w hen I'm my period and pain and dyspareunia sex is now extremely painful. The patient was treated with being mostly bed bound w ith hot water bottles in the abdomen. Essure treatment was not changed. At the time of the report, the abdominal pain, groin pain, pain in extremity, back pain, burning sensation, abdominal distension, memory impairment, alopecia, functional gastrointestinal disorder, loss of consciousness, menorrhagia, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, functional gastrointestinal disorder, groin pain, loss of consciousness, memory impairment, menorrhagia and pain in extremity to be related to essure. The reporter commented: that she wants the device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.